Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm in multiple occasions while the pump was in the customer's pocket. There was no impact to customer's blood glucose level. Reportedly, insulin delivery was successfully resumed.